Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The sidewall sensor was replaced and the sensor slide was adjusted. The issue was resolved. Other relevant device(s) are: product ID: kit svc o2 bi71000166 cable door sw assy. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the gantry door is closed, the pendant shows the door open message. There was no patient involvement.